Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain"), genital haemorrhage ("heavy bleeding"), sjogren's syndrome ("autoimmune disorder: sjogren's syndrome") and rheumatoid arthritis ("rheumatoid arthritis") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current height: 5 ft. 4.5 in. Current weight: 164 lbs. Concurrent conditions included hashimoto's disease. Concomitant products included levothyroxine. In (B)(6) , the patient experienced migraine ("excessive migraines headaches"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) , the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), raynaud's phenomenon ("raynauds syndrome") and dyspareunia ("dyspareunia (painful sexual intercourse), painful intercourse"). In (B)(6) , the patient experienced gingival recession ("receding gums"). In (B)(6) , the patient experienced sjogren's syndrome (seriousness criterion medically significant) with dry mouth. In (B)(6) , the patient experienced fibromyalgia ("autoimmune disorder: fibromyalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), back pain ("back pain/ upper and middle back pain/ lower back pain"), rash ("excessive rashes"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog"), dizziness ("dizziness"), arthralgia ("joint pains/ hips pain"), urinary tract infection ("frequent urinary tract infections"), bacterial infection ("frequent bacterial infections"), tooth disorder ("dental problems"), depression ("depression"), anxiety ("anxiety,"), skin discolouration ("rashes or skin conditions: discoloration") and neck pain ("neck pain"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), antibiotics, citalopram, hydroxychloroquine and surgery (surgery to remove essure device, hysterectomy (full),). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, pelvic discomfort, back pain, rash, migraine, fatigue, feeling abnormal, dizziness, arthralgia, urinary tract infection, bacterial infection, tooth disorder and dyspareunia had not resolved and the sjogren's syndrome, rheumatoid arthritis, raynaud's phenomenon, dysmenorrhoea, depression, anxiety, fibromyalgia, gingival recession and neck pain outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bacterial infection, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, gingival recession, migraine, neck pain, pelvic discomfort, pelvic pain, rash, raynaud's phenomenon, rheumatoid arthritis, sjogren's syndrome, skin discolouration, tooth disorder and urinary tract infection to be related to essure. The reporter commented: she sought treatment of her symptoms, but was unable resolve her symptoms. Discrepancy noted: as per previous follow up insertion date of essure date: (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 16-nov-2018: plaintiff fact sheet received. Event added: dysmenorrhea (cramping), depression, anxiety, rashes or skin conditions, type: discoloration, fibromyalgia, receding gums, dry mouth, raynauds syndrome, rheumatoid arthritis, neck pain. Event outcome was updated for the event: pelvic pain and abdominal pain. Reporter information was added. Concomitant and treatment drug was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain"), genital haemorrhage ("heavy bleeding") and sjogren's syndrome ("sjogren's syndrome") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), rash ("excessive rashes"), migraine ("excessive migraines headaches"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog"), dizziness ("dizziness"), arthralgia ("joint pains"), urinary tract infection ("frequent urinary tract infections"), bacterial infection ("frequent bacterial infections"), tooth disorder ("dental problems") and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgery to remove essure device). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, abdominal pain, back pain, rash, migraine, fatigue, feeling abnormal, dizziness, arthralgia, urinary tract infection, bacterial infection, tooth disorder and dyspareunia had not resolved and the sjogren's syndrome outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, bacterial infection, dizziness, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, migraine, pelvic discomfort, pelvic pain, rash, sjogren's syndrome, tooth disorder and urinary tract infection to be related to essure (ess205). The reporter commented: she sought treatment of her symptoms, but was unable resolve her symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils and full occlusion of both tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.